Event description:
Upon testing the programmer and showing the pt how to use it, the elective replacement indicator message was displayed. The nurse then interrogated with the clinician programmer and the same message appeared. The battery voltage measured at 2.62v. The beginning voltage was unk. The pt had not experienced any falls or trauma. Electrode pair 1,3 on left lead had an impedance of 34 ohms. The left side group impedance was 75 ohms; the right side was 835 ohms. The nurse was going to try to reprogram the device though the pt was getting great results with the program that was set. The device was programmed as follows: left side, 1-, 2-, 3+, 4.8v, 70pw, 130hz, electrode impedances c/0: 1458, c/1: 850, c/2: 1236, c/3: 846, 0/1: 1788, 0.2: 2221, 0.3: 1788, 1/2: 1493, 1/3: 34, 2/3: 1493, all in ohms. Right side, c+, 10-, 2.3v, 60pw, 130hz, electrode impedances c/8: 1189, c/9: 1127, c/10: 901, c/11: 1372, 8/9: 1603, 8/10: 1648, 8/11: 2117, 9/10: 1386, 9/11: 1995, 10/11: 1589, all in ohms. Surgery was scheduled for (B) (6) 2009 to troubleshoot the system and possibly replace the device.

Manufacturer narrative:
(B) (4).